Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device preparation and prior to use in the anatomy, the protective stylet was removed and the 5.0/100mm absolute pro stent implant was noted to be partially deployed. There was no reported issue with resistance and no patient involvement. The device was not used. There was no reported clinically significant delay in the procedure. Analysis of the returned device revealed the stent implant was partially exposed, not flowered, distally from the distal outer sheath. No additional information was provided.